Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a door failure. A field service engineer checked the latch, reseated all connections, tested in the hardware test application and confirmed that door is now working properly. The issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a drawer failure. The customer stated that the user managed to get the medicines from another station and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.